Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 537 mg/dl while wearing the pod for longer than 48 hours. The patient reports the pod had expired while they were at the grocery store. Once at home the patient was able to apply a new pod after 6 hours. The patient reports having difficulty breathing as well as feeling lethargic. The patient reports while on their way to receive intravenous fluids due to kidney stones they had gone to urgent care. Once at urgent care the patient was treated with intravenous fluids and insulin. The patient was at urgent care for 2-3 hours.